Event description:
The customer's machine was being installed when two of the bolts holding the counter frame broke within a weeks timeframe.

Manufacturer narrative:
The manufacturer's investigation has found that during installation two of the bolts on the customer's machine holding the counter frame sheared within a week's timeframe. The manufacturer has identified a faulty batch of bolts supplied to install the counter balance weight assembly on the gantry drum. These are marked with "of" on the head of the bolt. This limits affected machines to those shipped between may and december 2014. If the bolts have a fault, the gantry drum is not stable and can fall should the counter weight become detached. The customer's bolts have been replaced. Field safety corrective action (fsca) is currently being prepared: an important field safety notice (ifsn) to check all potential machines and to stop the use of any machines marked with "of" on the head of the bolts will be issued. An important field safety modification (ifsm) to replace bolts marked with "of" on the head of the bolt used for the counter balance weight.